Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. Six months post stent placement, the physician attempted to remove the stent using rat tooth forceps. However, the stent fractured into two pieces in the bile duct. A pediatric forceps was used to remove the remaining stent from the patient, and another stent was used to complete the procedure as previous planned. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. Six months post stent placement, the physician attempted to remove the stent using rat tooth forceps. However, the stent fractured into two pieces in the bile duct. A pediatric forceps was used to remove the remaining stent from the patient, and another stent was used to complete the procedure as previous planned. There were no patient complications reported as a result of this event. ***additional information received on november 25, 2024*** it was reported that the stent was implanted to treat a malignant stricture during a stent removal procedure.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on november 25, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of stent break.